Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced a broken catheter needle fragment event on (B)(6) 2025 in a patient's skin upon removing an infusion set. The metal piece had remained unnoticed for 24 hours, not affecting treatment administration. Once identified, it was promptly extracted. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.